Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had one and within probably 4-6 months of getting their interstim they started having nightmares time and bladder pain that felt like they were being stung by 1,000 bees in their lower abdomen. They talked to their doctor that put it in and they said their bladder was irritated so they did a bladder cocktail that helped for about 2 weeks. Fast forward a year and they moved to from georgia to oregon with their spouse. They were able to get in to see a new doctor and they immediately turned their interstim off. Their previous doctor said they could not do that, so they felt some serious relief from that. They continued to have issues from pain where it was placed to lower abdominal pain. Their new doctor did some x-rays and found a broken lead. It took another year but they finally got their symptoms under control and their insurance approved to have it removed. The day of surgery their doctor came and talked to them after the surgery and they said they found their wires had migrated, the leads and wires were broken. They were glad lots of people have had good experiences with it and everyone¿s experience was different theirs however, it was awful and very painful.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu unknown lead (lot: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.